Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated but was observed in the device log. An internal inspection found evidence of fluid ingress/corrosion inside the manifold, spm tubing and compressor. Replacing all compromised parts is required for recertification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.